Event description:
It was reported that this right atrial (ra) lead exhibited noise interference during an attempted implant. Replacing the cords did not resolve the issue. The lead was inspected, including external screw insertion/removal and evaluation for damage, with no abnormalities found. The lead was ultimately replaced. No adverse patient effects were reported. Additional information indicates that the source of the noise could not be determined, and the severity of the noise prevented verification of oversensing. Replacing the red and black cords did not resolve the issue; however, use of a new lead resolved the noise issue. No adverse patient effects were reported.